Event description:
The healthcare professional reported that on 30-may-2025, during a coil embolization procedure targeting an aneurysm on the internal carotid artery, the devices were used in accordance with the instructions for use (ifus). The procedure was initiated after the target was approached with the emboguard balloon catheter, the guidepost® distal access catheter (tokai medical), and the greach® microcatheter (tokai medical), when the second 3mm x 6cm galaxy g3 xsft (glx120306 / 31073013) was delivered in the microcatheter, strong resistance was felt. During the removal of the 3mm x 6cm galaxy g3 xsft coil, it became unraveled. The physician removed the coil and the microcatheter as a whole system; it was verified nothing remained in the patient¿s body. The coil was replaced with another 3mm x 6cm galaxy g3 xsft (glx120306), which was used without resistance after the greach microcatheter was flushed. A total of five (5) galaxy g3 coils were used. Continuous flush was maintained through the microcatheter. The embolization procedure continued and was successfully completed. There was no negative impact to the patient. On 10-jun-2025, additional information was received. The additional information confirmed the microcatheter was a greach® microcatheter (tokai medical). The target vessel was confirmed to be the internal carotid artery. Nothing was noted to be obstructing the microcatheter, ¿another coil could be inserted into the same microcatheter.¿ a continuous flush was also maintained through the microcatheter. On 12-jun-2025, additional information was received. The information indicated there was no calcification / tortuous vessel; the aneurysm was approximately 4mm x 5mm in size. There were a few minutes delay but not considered clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, and weight were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31073013) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.